Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, mid superficial femoral artery (sfa) the 2.0/80mm fox sv balloon dilatation catheter (bdc) was positioned and inflated below rated burst (rbp) at an unspecified atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. The procedure was successfully completed without additional intervention. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was not confirmed; however, a leak was confirmed in the tear of the pinched area of the shaft outer member. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.